Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The blockage was in the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. The information in this complaint (B)(4) has been evaluated. The batch 6009390 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging: the lot 6009390 was packaging according to the wi version 81, in the machine multivac 12, on 28/sep/2024, with a total of (B)(4) units. Assembly: the lot 4j04018 was assembled according to wi version 27 on-line inspection for assembly of quick set on 28/sep/2024, with a total of (B)(4) units. The lot 4j04019 was assembled according to wi version 27 on-line inspection for assembly of quick set on 28/sep/2024, with a total of (B)(4) units. The lot 4j04020 was assembled according to wi version 27 on-line inspection for assembly of quick set on 29/sep/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4j05017 was manufactured according to the wi version 42, in the machine mp04, mp05 and mp08, on 02/apr/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 29/may/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6009390 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to detachment on tubing - base connector, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities. .